Event description:
Consumer alleges that she is affected by the joystick recall and because of the erratic movement she has whiplash form using her chair. Consumer advised she did not seek medical attention for this.